Event description:
The spo2 for the apex pro transmitter does not alarm at the central monitoring station if the pulse oximeter cable disconnects from the transmitter. The EKG cable and pulse oximeter cable are two separate cables. When the EKG cable disconnects at any point it will give an audible alarm and a visual display at the central station. When the pulse oximeter probe is off the patient's finger there is an audible alarm, as well as when the interconnect cable is disconnected. However, when the spo2 cable is disconnected from the transmitter, there is no audible alarm or visual display. The waveform is simply absent from the monitoring screen. On (B)(6) 2018, the spo2 did not record for this patient for approximately 2 hours prior to cardiac arrest. This lack of an audible alarm was brought to ge healthcare systems' attention. Dates of use: (B)(6) 2019.